Event description:
It was reported that the sterility was compromised. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the packaging was damaged, and the sterility was compromised. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Event description:
It was reported that the sterility was compromised. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the packaging was damaged, and the sterility was compromised. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.

Manufacturer narrative:
The device was returned for analysis and evaluated by manufacturer. A visual and tactile examination identified no kinks or damages. No kinks or damages was noted on the shaft polymer extrusion. No issues identified during a microscopic examination of the extrusion shaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. The balloon folds were relaxed. A microscopic examination of the tip section found no damage. The packaging for the device was not returned.